Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. The patient's gender is unknown.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the left anterior descending artery (lad), it was reported that a sakura dura star (3.25 x 10) withdrew with difficulty after post-dilation. The withdraw difficulty was experienced was through a previously deployed stent. The device did not withdraw easily as expected and the surgeon tried many ways to withdraw it. The product was removed intact (in one piece) from the patient and changed to another one of the same product. There was no adverse event reported. The lesion was moderately calcified and 85 to 90% stenosed. The sakura dura star was stored, handled and prepped per the instructions for use (IFU). The catheter was not in an acute bend. The balloon re-wrapped properly. The balloon catheter did not kink while being used. Only one sheath was used for the procedure. Upon return for analysis, the distal ends of a dura star and an unknown fire star were received along with an unknown guidewire and an unknown sheath. Follow up investigation with the account noted that the fire star was used for pre-dilation and had ¿one issue in the procedure.¿ per the customer, the distal tip separation did not occur in the patient but it is unknown when it occurred. There was no resistance met while advancing the fire star balloon and no excessive torquing was required. There was no resistance met while advancing the device over the guidewire. There was no resistance met while withdrawing the device. (B)(4): one non sterile unknown dura star was received coiled inside a plastic bag. The body/shaft was found separated; only the distal section of the device was received for analysis. The distal tip was attached to the device. The balloon was already inflated. One cordis 6f catheter sheath introducer was received. An unknown guidewire was received. There were blood residues noted along the piece of shaft. Even though only the distal part was received; functional test (insertion/withdraw) was performed. The received device (distal section part) was introduced through guiding catheter (laboratory sample) and no resistance was felt. Sem results showed that the body external surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics; a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿ptca system - withdrawal difficulty-through a previously deployed stent¿ of the dura star balloon catheter was not confirmed through analysis of the returned device as no resistance was noted during functional analysis with a lab sample sheath. Additionally, the exact conditions of withdrawal from the patient cannot be replicated. However, both a dura star and a fire star balloon catheter were received with confirmed separation of the body/shaft. Stretching/elongation noted at the point of separation may suggest that force was applied to the device. Based on the information available for review, procedural factors (withdrawal difficulty through previously deployed stent) may have contributed to the separation of the dura star balloon catheter. Handling and shipping factors may also be a contributing factors (for both devices) as the customer confirmed that the separation did not occur in the patient and it is unknown exactly when this damage occurred. Neither the analysis nor the information available for review suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
During a stenting procedure to the left anterior descending artery (lad), it was reported that a sakura dura star (3.25 x 10) withdrew with difficulty after post-dilation. The withdraw difficulty experienced was through a previously deployed stent. The surgeon tried many ways to withdraw it. The device was changed to another one (same like it). No adverse event on the patient. The stent used was a local product. The sakura dura star was stored, handled and prepped per IFU instructions. The catheter was not in an acute bend. The balloon re-wrap properly. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The lesion was moderately calcified, 85 to 90% stenosed. Per the preliminary analysis, distal end of 2 dura star on an unknown guidewire and an unknown sheath was received. Additional information received from the account, reported that only one product/one sheath was used in the patient/procedure. It is unknown if the distal tips received is from the complaint product (and to what complaint does the other separated tip belong). It is unknown if the separation occurred during the procedure.

Manufacturer narrative:
Additional information received, indicated that the balloon did not withdraw easily as expected. Finally, the surgeon was able to withdrawn it after he tried many times. Per the account, they do not know what happened to the rest of the product since only the distal tip was returned. The sheath and guidewire used is also unknown. The account confirmed that the received fire star balloon received along with the dura star balloon was used for pre-dilation during the procedure. Review of lot 15485265 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Review of lot 15485265 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.